Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving multiple shocks. The patient recalled lifting car batteries at the time of the shocks. Programming changes were made. The device remains implanted. The patient was in good condition.